Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had intermittent button response. The root cause could not be verified as the insulin pump was being tested for delivery volume accuracy. No button error alarm was noted. The insulin pump was minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. His blood glucose was 96mg/dl at the time of admission and 30mg/dl at the time paramedics began treating him. He also stated that he was having a button error on his insulin pump. The device was returned for analysis. No additional information was reported.